Manufacturer narrative:
The reported device was not returned to manufacturer. Without receipt of the device the reported clinical observation cannot be confirmed and a root cause cannot be investigated or determined. Edwards will continue to monitor all events. Additional information will be reported if received.

Event description:
Edwards learned of an explanted mitral bioprosthetic valve for unknown reasons. Prior to reoperation, patient was reported to have had exertional dyspnea and peripheral edema. Device was replaced with a 27mm mechanical valve. Patient was reportedly discharged without sequela.

Manufacturer narrative:
Device evaluation summary: as received, all three leaflets were dehydrated. Leaflets appeared stiff and translucent-like in appearance. Moderate calcification was observed in the cusp areas of all three leaflets. The free margins of leaflets 2 and 3 exhibited minimal calcification. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 8mm. Host tissue was minimal at the stent outflow. Host tissue fused leaflets 2 and 3 at commissure 3 on the outflow aspect by approx 7mm. Incidental findings: sewing ring was cut near commissure 2. Additional manufacturer narrative - the device evaluation revealed restricted leaflet mobility secondary to calcification and host tissue. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a 25mm mitral pericardial valve was explanted after an implant duration of approximately two (2) years due to mitral regurgitation of the prosthetic valve. Prior to reoperation, the patient was reported to have dyspnea on exertion. Onset of dyspnea was one (1) year post-implant. It was reported the initial echo did not show mitral regurgitation but the echos at one (1) year and later showed mitral regurgitation. Additional information was requested regarding patient demographics and comorbidities, but no additional information was provided. The explanted device was replaced with a 27mm mechanical valve. Patient was reportedly discharged without sequela.